Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl. The customer stated that they had a stroke last year and pneumonia. The customer was given IV fluids at the hospital. The customer was wearing the insulin pump during the hospitalization. The customer also reported high reading of over 500 mg/dl last year. The insulin pump will not be returned for analysis.